Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic resulting in peritonitis. The breach was further described as an unspecified contamination during pd therapy. The patient was hospitalized for the event for approximately two months and was treated with vancomycin (dosage, route, and frequency not reported). At the time of this report, the patient had recovered from the event. Pd therapy was discontinued and the patient was switched to hemodialysis. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: the cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.